Event description:
1/18/93 patient admitted through e.r. With vomiting and had vomited up her dobhoff tube at home. The admitting physician ordered another one to be placed for feeding purposes. On 2/20/93, dobhoff tube occluded. That tube was removed (all pieces intact) and another inserted. Upon x-ray placement, two radiopaque tips were seen. Gastroenterologist gastroscoped the patient and retrieved the other tip.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: component failure, design - human factors, material degradation/deterioration, none or unknown. Conclusion: device failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.